Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. The juggerknots were returned and sent to sem lab for fracture and material analysis. The returned juggerknots inserter tip fractures were consistent with a fracture caused by bending overload. Based on material analysis, the devices were manufactured to specifications. The sem conclusion is that the devices failed due to bending overload. DHR was reviewed and no discrepancies were found. Root cause of the overload was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08240, 0001825034-2018-02886.

Event description:
It was reported that during a ring finger tendon exploration and repair the surgeon was using surgical technique as described in brochure. During insertion of the implant, one of the two tines on insertion tip broke off into bone, releasing implant from inserter handle. Small tine had to be retrieved from incision and implant was unable to be used. Surgery was completed with another device.

Manufacturer narrative:
(B)(4). (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a ring finger tendon exploration and repair, at the time of the insertion of the implant, one of the two tines of the inserter tip broke off into bone causing the implant to release from the inserter handle. The tine was retrieved from incision and implant was unable to be used. Surgery was successfully completed with another device.